Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer states they received a change sensor alarm after inserting a new sensor. The customer was assisted with troubleshooting for the sensor. She state the low blood glucose is due to over compensating. The customer decline to troubleshoot for the low blood glucose. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.